Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control further evaluated the customer's device and replaced the main keypad assembly. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Manufacturer narrative:
Physio-control performed an initial evaluation of the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that the buttons on their device were unresponsive. In this state, the device would be inoperable and defibrillation therapy would not be available if needed. There was no patient use associated with the reported event.